Event description:
It was reported that the customer's insulin pump alarmed with multiple messages and none of the buttons were working. Customer removed the battery and reset the time and date. During troubleshooting, customer programmed a normal bolus into the air. The bolus amount was recorded into the bolus history. Customer's blood glucose was 153 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No a13/a20/a63 alarms were noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.